Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon was tightly folded. There was blood present to the balloon folds. At 3mm distal to the bicomponent weld of the device, for a length of 2mm, the guidewire lumen was punctured, buckled, and prolapsed. Product analysis confirmed the reported events as the guidewire lumen was buckled, punctured, and prolapsed. The prolapsed lumen and buckled lumen would prevent the guidewire from advancing without causing more damage and can cause removal resistance.

Event description:
It was reported that removal difficulties were encountered. The patient presented for percutaneous coronary intervention of the target lesion located in the left anterior descending artery. After crossing the lesion with a non-boston scientific guidewire, a 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during insertion, the guidewire got stuck in the bi-segment inner lumen and could not be pulled out without exerting force. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that removal difficulties were encountered. The patient presented for percutaneous coronary intervention of the target lesion located in the left anterior descending artery. After crossing the lesion with a non-boston scientific guidewire, a 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during insertion, the guidewire got stuck in the bi-segment inner lumen and could not be pulled out without exerting force. The procedure was completed using an alternate device. No patient complications were reported.